Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: the customer reported that a defect occurred during the use of mz1000. The customer started to use the mz on (B)(6). On 26th customer found leakage from the mz.

Manufacturer narrative:
H.6. Investigation: one mz1000 sample from lot 20055829 was received in open packaging for investigation. No connecting products were received to assist the investigation. A visual inspection of the returned maxzero product identified a crack on the female luer adaptor (fla) of the component. Functional testing confirmed the customer's experience as leakage was observed from the crack. The details of this feedback were forwarded to the manufacturing site for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; during the investigation no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 20055829 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: the customer reported that a defect occurred during the use of mz1000. The customer started to use the mz on 25th june. On 26th customer found leakage from the mz.